Event description:
Boston scientific received information that high pacing impedance measurement and loss of capture was exhibited on the left ventricular (lv) lead and implantable cardioverter defibrillator (ICD). A lead conductor fracture was suspected; however, no fracture was observed on the obtained x-ray. The physician reprogrammed the ICD. The ICD and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.